Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes poor thres- holds and sensing. When the physician operated for lead repositioning, the leads tested normal. Therefore, the pulse generator was replaced.